Event description:
This case was reported by a consumer and described the occurrence of pneumonia in a (B)(6) male pt who received double salt dental adhesive cream (polident denture adhesive) for an unknown drug indication. A physician or other health care professional has not verified this report. On an unknown date, the pt started double salt dental adhesive cream (unknown), unknown dosing. The medication was purchased two months ago. At an unknown time after starting double salt dental adhesive cream, the pt experienced dyspnea (could not breathe). The pt was taken to the hospital where he was diagnosed with pneumonia. The pt was hospitalized for 17 days. Since the pt could not afford the hospital fees, he returned home and took the medication again. The pt experienced the same symptoms and was diagnosed with pneumonia again. The pt was re-hospitalized. At the time of reporting, the outcome of the events was unknown.

Manufacturer narrative:
Polident denture adhesive, flavor free, is manufactured in (B)(4), and marketed as super poligrip in the united states. Neither the lot number nor the product were available. (B)(4).